Event description:
It was reported that the patient experienced a loss of effect and withdrawal symptoms. The patient was admitted to the intensive care unit with increased spasticity, increased pain, and hypertension. The date that the events began and admission to hospital were not reported. The calibration constant was confirmed to be correct. The correct concentration, drug, and dose were programmed but the values were not provided. A therapeutic bolus had not been given. On 05/07/2008, additional information was provided indicating that the patient was also experiencing muscle rigidity, nausea, vomiting, and chills. The caller provided that the patient would be going through exploratory surgery to determine the functionality of the pump and catheter. An x-ray was taken but the results were not known.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis, therefore, gear shaft wear cannot be confirmed.